Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro vh-3500 wand becomes 'stuck' and difficult to move inside the vasoview device. The wand became difficult to move while in the cannula and described as 'stuck'. Endoscope was inserted first and hemopro inserted with tips up. A second kit was opened to complete the case without further issues. No patient injury reported.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb-2020 through jan -2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on 03/09/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula and the harvesting device. The harvesting device was returned outside the cannula. There were no visual defects observed on the harvesting device or cannula. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place. There were no physical or visual difficulties. The harvesting device was then inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
N/a